Event description:
It was reported that during the implant procedure the helix took too many revolutions to both extend and retract when testing the lead prior to implant. The lead was never attempted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).